Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "possible false positive results".

Manufacturer narrative:
H.6. Investigation: customer reported an issue with bactec fx 441385 sn: (B)(6), indicating they were witnessing false positive failures. Bd fse went onsite and investigated the machine and found that the ambient temperature was low at 32c, while the machine was showing the temp reading stable at 35. Investigating, the fse root caused the failure to the electronic drawer board that had a degraded connection. Replacing the pcb solved the issue. This is a confirmed complaint. Device history review is not required as this failure did not allege an early life failure, and no sample was returned for analysis. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A cepheid test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "possible false positive results".